Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports that while using the trellis t8 in a subclavian vein to remove an upper extremity dvt, the pt suffered an elevated heart rate and tachycardia. The pt also experienced rigors. Treatment was stopped and the trellis removed. The pt was given demerol to treat the rigors. The pt recovered, and after a period of time the heart rate and rhythm returned to normal with no add'l intervention required.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.